Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Event description:
A representative reported, the patient missed their refill appointment. It was ¿supposed to be around (B)(6) 2013¿. The pump started alarming around (B)(6) 2013. The patient was in the office on the day of the report for a refill. They were itching. Troubleshooting indicated that the drug would have run out some time between (B)(6) 2013 and (B)(6) 2013. The physician was going to give the patient a 25 to 50 mg bolus and keep them in the hospital overnight to cut their dose. The medication used within the system was lioresal. The patient¿s dose was cut in half and they were itching. The patient was to be observed for over- or underdose. The representative later reported that the patient was sleepy ¿from his half dose and valium¿ and their physician was cutting their dose ¿way down¿.